Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that this phenomenon attributed to the ccd unit failure. Aging deterioration may have caused the defect because the device has been used beyond its service life. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, olympus repair center found that ccd failure caused an abnormal image and the connector pin was deformed. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the reprocessing after a gynecological examination, the user found that the endoscopic image became abnormal. The user completed the procedure with the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.